Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported door error during the check in process was unable to confirm. As received, the lvp detected motor_stall, error 242.4030 during the lvp homing process. The error and the event logs were reviewed and confirmed that the lvp did detect motor stall at the initial power on during the homing process. Observation: loud grinding noise and channel error for motor_stall, error code 242.4030 was detected when opening the door. Note: the lvp was able to infuse at 39.9 ml and 999 ml rate with no error detected. Appearance cause: the lvp rear case was removed, visual inspection was performed on the internal assembly, it was observed that the encoder wheel was interfered with the bottom half of op1 (pump_encoder _led. The ail assembly was removed for visual inspection. No observation. The op1 was installed correctly. Root cause: the cause of motor_stall error 242.4030 during the lvp homing isolated to the cam shaft assembly. The mechanism frame is not properly install, seems like the camshaft is not pushed all the way to the left that cause one of the guide on the mechanism frame to seat on top of the cam shaft bearing. That causes the encoder wheel to interfere with op1, even the op1 was installed correctly. The lvp was homing with no error observed after reposition the cam shaft assembly. Conclusion: improperly positioning the cam shaft assembly is causing a mechanical interference. The encoder wheel was interfered with the op1 and cause motor_stall error 242.4030 during the lvp homing sequence. Rework: recommend replacing mechanism frame assembly due to no rework is allow on the mechanism frame assembly. Disposition: route to service for normal process.